Event description:
Silicone gel-filled breast implants were removed due to possibility or silicone leadage. Breast mass removed had silicone granuloma with adjacent dense fibrosis. Biopsy indicated foreign body reaction consistent with silicone reasction. In addition, the outer lumen of the right implant contained no saline.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.